Event description:
It was reported that a balloon rupture occurred. A 10 mm x 2.50 mm wolverine coronary cutting balloon monorail was used to dilate the target lesion, but after an inflation the balloon ruptured. The procedure was completed with a different manufacturers device. No patient complications were reported and the patient status was good.